Event description:
Device product performance data was received and indicated that the right ventricular (rv) lead tested out of specification. Follow up was conducted and indicated that the rv lead fractured and had high impedance. The lead was capped and replaced. It was further reported that at the lead revision, there was an issue with the device set screw; despite screwing the set screw down the replacement rv lead was not secured. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. However, it was noted that the set screw was loose/detached. We also received performance data collected from the device and have analyzed the data. Oversensing was noted with 14 ventricular non-sustained tachycardia episodes less than or equal to 210 ms on (B)(6) 2012 and there were 6 ventricular fibrillation episodes less than or equal to 170 ms average ventricular-cycle between (B)(6) 2011. Interference/noise was noted with a ventricular short interval count equal to 1198.5 counts avg/day, in 2.99 days, between (B)(6) 2012. The lead integrity alert triggered with 3 - patient alerts for lead failure predictor between (B)(6) 2012. High resistance/impedance was noted with 1 patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The weekly pace lead impedance trend data show various spike increases for maximum ventricular pac